Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and explained that she had reached for something high and felt something move. A fluoroscopy revealed the atrial lead was dislodged; the lead was repositioned successfully. On (B)(6) 2015, the patient experienced diaphragmatic stimulation. The atrial lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. The patient was well post procedure.